Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the asymptomatic patient presented for a generator changeout procedure due to elective replacement indicator. Upon interrogation, the left ventricular lead exhibited failure to capture. The physician explanted and replaced the lead during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.